Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an interlock failure error message. This error causes the system to shut down. There is no reports of injury or death associated with this event.